Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to diabetic ketoacidosis. The reporter stated that on (B) (6) 2010 they did a site and set change. Later the patient was transported to the hospital due to hyperglycemia. Upon removal of the subcutaneous infusion set, they discovered the cannula was bent at a 90 angle. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.